Event description:
A pt reportedly was unable to test on the meter. Pt's meter allegedly would only prompt the error 5 message on the display. Issue was not resolved with troubleshooting. Pt did not have any symptoms. There was no adverse event reported. No medical intervention. No further info has been reported.